Event description:
The patient's mother reported that the up, down and ok buttons require multiple presses to activate pump functions. She states the ok button springs back but the other buttons do not. She says the rubber keypad is intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under keypad buttons. All keypad buttons were intermittently activating desired pump functions when pressed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.